Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was prepared and advanced into the anatomy. Once in the left atrium, gripper testing was being performed and one gripper was failing to actuate. Troubleshooting was performed and the gripper was able to move as intended. The clip was positioned and deployed. Immediately after release, the clip detached from the posterior leaflet and a tear was noted on the posterior leaflet. The clip remained attached to only the anterior leaflet. Another clip was positioned and deployed to stabilize the first clip and also further reduce mr to grade 2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue, slda, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was prepared and advanced into the anatomy. Once in the left atrium, gripper testing was being performed and one gripper was failing to actuate. Troubleshooting was performed and the gripper was able to move as intended. The clip was positioned and deployed. Immediately after release, the clip detached from the posterior leaflet and a tear was noted on the posterior leaflet. The clip remained attached to only the anterior leaflet. Another clip was positioned and deployed to stabilize the first clip and also further reduce mr to grade 2+.